Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 390 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated, she was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.